Manufacturer narrative:
Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The biosense webster, inc. Product analysis lab received the device for evaluation on 1/26/2021. Investigation summary was completed on 2/23/2021. An analysis was performed on the pictures that were provided by the customer. According to pictures, foreign material was observed in the pebax. However, evidence of high temperature was not provided by the customer. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The returned device was visually inspected and it was found with a hole on the pebax with reddish material inside. Per the event, the catheter was tested for generator compatibility and it was found within specifications. The catheter passed the irrigation test. A manufacturing record evaluation was performed for the finished device [30399837m] number, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding high temperature issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the temperature issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that there was high temperature displayed during ablation after ten minutes of modeling. The system stopped the ablation when the temperature went above the cut off value and therefore, there was no ablation when the temperature went above the cut off value. The generator was in power control mode (35w, 50¿). There was no difficulty experienced while maneuvering the catheter or during the withdrawal. Physician removed the catheter and found foreign material such as blood inside the pebax. He tried to clean it, but failed. There was no physical damage to the pebax. Then the physician switched to another new catheter to complete the procedure. There was no patient injury reported. The foreign material inside the pebax with no external damage was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The high temperature issue was assessed as not MDR reportable. Since the user defined cut-off was not exceeded, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 2/5/2021 reddish material inside the pebax and a hole on it. The additional finding of the hole on the pebax was assessed as MDR reportable; therefore, the awareness date for this reportable lab finding is 2/5/2021.

Manufacturer narrative:
The code of "cause traced to user" was added to the device evaluation on (B)(6)2021. Therefore, h6. Investigation conclusions is populated with cause traced to user (d11) on this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).